Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval found evidence that the customer adulterated the pump. The internal serial number did not match external serial number #(B)(4) on the pump. Through review of the DHR it was determined that the processor pcb and the I/o pcb were not original to device #(B)(4). This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repair and has been removed from service.

Event description:
During baxter's eval of a spectrum pump, evidence of device tampering was discovered. It is unk whether or not the device was used on a pt after it was tampered with by the customer.